Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 19.9 mmol/l. The customer was treat with the insulin pump. It was explained to the customer the 2 high blood glucose rule. The customer states that the drive support cap is loose. The customer was advised to change entire set, reservoir and insulin and treat healthcare provider instructions. The customer was advised call when tubing clam received to performed high pressure test to confirm insulin pump can detect a occlusion.